Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Event description:
Product returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.

Manufacturer narrative:
B5: product returned for investigation. Exterior physical visual inspection: passed. Voltage measurement: failed. D9: device available from investigation. G6: follow up 001. H2: device evaluation. H3: yes. Device evaluation attached. H6 --10, testing of actual/suspected device.